Event description:
Event description guidant received information that the patient with this pacemaker and lead system was told by his physician that this right ventricular lead may not be working properly. The physician also added that the patient mostly requires atrial pacing, and that he may wait to address the issue. The patient has not experienced any associated symptoms with this allegation. Additional information noted this right ventricular lead was explanted and replaced due to no sensing or capture, and suspected dislodgement.